Event description:
This was a reported laser lead extracted performed in the or to remove a total of 3 leads ((B)(4) - 180mths old; (B)(4) - 60mths old) due to fractured/malfunctioning leads. The patient was prepped per hrs recommended standards with a cvs on standby. The md cut and attempted to insert a lld-ez down the rv 111018 but was unsuccessful. The lead was manually extracted without problem. The md then cut and prepped the ra (B)(4) lead with a lld-ez, lasing with a 14f glidelight with a visisheath-m 33cm. Lasing progressed without issue, stopping approx 1cm prior to the distal tip of the lead. Counter-traction was applied but the distal tip did not release. This was repeated 3 times without success. The patient's abp was slowly declining and a small effusion noted on tee. The cvs entered the room, began CPR with a temporary, minimal abp increase. Approximately 5 minutes after the initial abp decline it was decided to proceed with a sternotomy as the effusion was getting larger. The (B)(4) was removed during the open chest conversion. Bleeding was controlled within 3 minutes and the patient was placed on bypass. An approx 2-3cm distal svc tear and a small innominate tear were found and successfully repaired. The md then opened a new 14f glidelight and lased the 60mth (B)(4) to the point of the innominate tear, then the cvs successfully removed the remainder of the lead away from the vasculature with a surgical cautery. The cvs stated the lead was "severely fibrosed" and it took approx 30 minutes to remove it. An epicardial system was placed and the patient was transferred to the ICU for recovery.